Event description:
It was reported by svc report that the stretcher cannot be pumped up due to pump pedal weldment was damaged. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Pump pedal assembly. Order correct parts to repair and schedule a return visit to complete repairs.